Manufacturer narrative:
Investigation summary: a mp1000 (B)(4) product was not available for investigation; however the customer confirmed that the complaint sample was from lot 20076477. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20076477 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mp1000 (B)(4) product in the past 12 months.

Event description:
It was reported that the maxplus positive pressure connector was clogged. The following information was provided by the initial reporter: the patient is not patency during the fluid infusion.